Manufacturer narrative:
The complaint device is not being returned, therefore it is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident, and therefore there is no internally assignable case for the reported problem. Therefore we cannot determine what may have caused the user to experience the reported event. Historically, however, this type of failure has been attributed to a user technique issue. One hypothesis is that upon entrance to the guidesleeve channels of the rigidfix guideframe, the surgeon may have created a burr, causing the material of the guidesleeve to become abraded, gall, and assemble on the trocar. This case resulted in a procedure time extension of over one hour, therefore a report is being filed to document this event. At this point in time, no further action is warranted. However, mitek will continue to track any related complaints with this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our affiliate is reporting that when attempting to use the rigidfix system, the surgeon inserted the sleeve and trocar of the rigidfix system into the knee to create the implant tunnel. The trocar heated and the guidesleeve melted on the trocar, causing the mating components to become inseparable. To complete the case, the surgeon used another cross pin kit. The surgery was extended for over one hour, not only to repeat several steps, but also because the facility did not have a back-up set of implants. The surgeon had to wait for a new set of implants to arrive from their warehouse before he could proceed to finish the case. Otherwise, there was no reported consequence to the pt.